Manufacturer narrative:
On july 28, 2023, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 550cc returned device. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. Calcification of the fibrous capsule that may occur following implantation of breast prostheses is generally not of clinical significance, although it may exacerbate symptoms of capsular contracture. Concern has been raised, however; that calcification may interfere with tumor detection because microcalcifications are considered a half mark of malignant breast disease. Although clinicians have recommended pre- and post-surgical mammograms for augmentation patients to assist in distinguishing post-operative findings from calcification associated with malignancy, benign calcification resulting from surgery is generally considered distinguishable from malignant-type calcification. Further, no published reports were identified that document any actual occurrences of missed or delayed diagnoses attributable to capsular calcification. Calcification is not a phenomenon unique to breast implants. It occurs in 11 to 53 percent of women who underwent breast reduction procedures (abboud et al. 1995, m&nick et al. 1990, brown et al. 1987). In the breasts of women who have not undergone any breast surgery, the prevalence of benign calcifications increases progressively with age from 8 percent in women 25 to 29 years old up to 86 percent in women 75 to 79 years old (stomper et al. 1996). It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left implant site calcification mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 63-year-old caucasian female patient underwent unspecified breast surgery with 550cc mentor memorygel breast implant on both sides and experienced breast implant rupture on her right side postoperatively. Diagnosis was confirmed via. Ultrasound in (B)(6) 2022, and MRI was received on (B)(6) 2023. The patient has consulted with the medical professional. On (B)(6) 2023, mentor became aware that the patient also experienced right side capsular contracture; baker grade iii. On (B)(6) 2023, mentor became aware that patient underwent bilateral replacement surgery with mentor devices on (B)(6) 2023. On (B)(6) 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. After clinical/secondary review of this file performed on (B)(6) 2023, it was found that information received on (B)(6) 2023 was inadvertently missed. It was reported that patient also experienced left side calcification in addition to right side rupture, and capsular contracture; baker grade iii. This medwatch report is for the patient¿s left-sided device.